Event description:
Allegedly revised due to neck fracture.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. Photographic images were made of the returned product.(B)(4).

Manufacturer narrative:
(B)(4).